Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and alarms could not be cleared. Customer¿s blood glucose was 92 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.